Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a pairing failure between the freestyle libre 3 plus continuous glucose monitoring sensor and the system, after which guidance was provided to toggle the cgm settings and then rescan the sensor, restoring blood glucose readings. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no health impact. User support included customer support troubleshooting and user education. Investigation of this case revealed that the device communication issue was resolved through software settings adjustment and rescanning, consistent with a transient pairing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connection error that was corrected through standard troubleshooting.